Event description:
Report received indicated that during preparation of device the cannula actuation was verified and at this time the cannula was unable to retract into the re-entry catheter. The outer box was received intact. There were no anomalies seen during removal of device from the package. The device was prepared as specified by the instructions for use. There were no kinks on device and catheter was prepped without any slack. The intended procedure was percutaneous transluminal angioplasty (pta) to a chronic total occluded (cto) lesion. The device was not used in the pt and another cto catheter was used for the procedure. Pt-specific info was not available. There was no adverse consequence to the pt.

Manufacturer narrative:
This product has been returned for eval and testing, however, the failure analysis report is not complete. Add'l info will be sent within 30 days upon receipt.